Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power alarm, and unexpected restart error test. However, there was a compromised force sensor system alarm during the basic occlusion test and prime/compromised force sensor system test due to a loose/protruded drive support disk. The pump was received with a minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that she was trying to refill her reservoir and received a compromised force sensor system alarm on the insulin pump. Customer stated that the insulin is being pushed out. Customer's blood glucose was 87 mg/dl at the time of the incident. Customer stated that the drive support cap was sticking out. Customer stated that she did not press the cap while connected. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.